Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge remained at 100% for several days despite the pump being in use, then dropped to 1% suddenly, review of the pump history during troubleshooting with tandem technical support showed the battery remained at 100% for two days. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.